Event description:
A physician reported a pt who was treated on 9/24/98 in the glabella. On aprox 10/4/98, the pt developed tingling of both hands and legs; redness, tingling, itching and flushing at treatment sites and extending over the face, tingling on tongue and palette, facial muscle twitches, paresthesia, fatigue, face and scalp itching. The pt reported a very fine rash ("like sunburn") at the base of the neck. The symptoms began at the area of treatment, "feels like a pull there" and then progressed around the head resulting in a "superficial headache; like muscles of scalp and forehead pull". The pt noted a slight throat spasm, the pt, who is a physician, self-prescribed allegra about 10/98, which was ineffective. In early 11/98, the pt self-prescribed claritin, which controlled the itching and alleviated the throat spasm. On 12/8/98 the physician examined the pt, at which time the pt reported the "tingling", facial muscle fatigue, and neck rash. The physician stated the pt had self-prescribed prednisone, (date unk). The physician prescribed prednisone for 3 days followed by a medrol dosepak. On 12/9/98, the pt reported some improvement in her symptoms. The pt stated generally being a very active person, but had no energy at this time, and that the claritin was no longer effective in relieving her symptoms. The pt did not believe that any other concomitant event was a contributing factor to the symptoms. The physician believed the symptoms were definitely related to the collagen treatment.